Event description:
It was reported that during a nephrectomy procedure would not cut and partially stapled. The stapler was used on the right renal vein. The surgeon felt a resistance of the firing trigger, which could be finally fired properly then after removing the stapler from the tissues, the staple line was flawed (some malformed staples) and the device didn't cut. Finally, manual dissection of the vessel and a clip applier was used to coagulate. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.